Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-02219. It was reported that filterwire removal difficulties were encountered. The target lesion was located in a graft to the obtuse marginal (om) artery. A 4.00x8mm promus premier drug eluting stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured as the physician went all way up to 26 atmospheres. Following stent deployment, when the promus premier stent delivery system (sds) was pulled off the filterwire ez that was placed distal to the graft, the balloon became stuck and the sds broke off. The physician had to pull everything out into the guide catheter. The devices were completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The delivery sheath nor retriever sheath were returned for analysis. The device was received stuck inside the stent (promus premier), also residues were noted between the protection wire and stent. No damages were noted on the protection wire (the filter bag was found in good conditions). The outer diameter (od) dimensional was performed using the micrometer. The od dimensions were all within specification. The protection wire could not be removed from the stent (promus premier) due to the residues encountered. A big resistance was felt. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02219. It was reported that filterwire removal difficulties were encountered. The target lesion was located in a graft to the obtuse marginal (om) artery. A 4.00x8mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured as the physician went all way up to 26 atmospheres. Following stent deployment, when the promus premier¿ stent delivery system (sds) was pulled off the filterwire ez¿ that was placed distal to the graft, the balloon became stuck and the sds broke off. The physician had to pull everything out into the guide catheter. The devices were completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine. .